Event description:
The resident was a total care, bed pt. Had recently placed him on an automatic programmable pressure relief, rotation mattress, as a decubitis preventative measure. Then on 9/5/96, the pt was found with his head through the half bed rail. A code was started and continued until the dr called it off. The pt was pronounced dead. The cause of death was noted as asphyxia with autopsy report pending.